Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3889-28, lot# v004719, product type: lead. (B)(4).

Event description:
Patient reported loss of therapeutic effect and back pain. The consumer reported that the first device never helped with symptom control. The patient had struggled with this for 10 years. Reprogramming was attempted. The device was replaced on (B)(6) 2015.